Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. The catalog number identified has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a recanalization procedure through the lesion in femoral artery, abnormal aspiration sound was allegedly heard when the aspiration halted. It was further reported that the tip of the catheter had been allegedly detached. Reportedly, the catheter was removed. The procedure was then completed through balloon dilatation catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Received image of the device does not provide any additional information or confirmation of the reported malfunction. Therefore, the investigation is inconclusive for the reported issue. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure through the lesion in femoral artery, abnormal aspiration sound was allegedly heard when the aspiration halted. It was further reported that the tip of the catheter had been allegedly detached. Reportedly, the catheter was removed. The procedure was then completed through balloon dilatation catheter. There was no reported patient injury.